Event description:
Placed pt on life pulse ventilator. Pt's chest wiggle was vigorous so the ventilator was stopped. Pt placed on conventional ventilator only. Transillumination revealed large left-side pneumothorax. Pneumo was aspirated and chest tube placed. Life pulse ventilator replaced with a back-up life pulse ventilator. This time the respiratory therapist noticed servo pressure going up but pip and peep were not. Chest was wiggling again. Life pulse ventilator was removed from pt. A crack was found in the pressure monitoring line of the lifeport adapter.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.